Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a power issue potentially caused by the mdy drawing excessive power or defects in mpdu components, leading to a tripping breaker and requested onsite support. The philips field service engineer (fse) went onsite and replaced the mpd control unit, but the issue persists. To resolve the issue, the fse performed additional troubleshooting and rebooted the system multiple times. The defective part was sent for analysis, for mpd control unit no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.